Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced pericardial effusion. Two hours after conclusion of a pulse field ablation (pfa) procedure using a farawave pulsed field ablation catheter, and prior to patient discharge, a minor effusion was discovered. A pericardial tap was performed. The patient is expected to fully recover. The device is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
Correction: removed f2203 imaging required code. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced pericardial effusion. Two hours after conclusion of a pulse field ablation (pfa) procedure using a farawave pulsed field ablation catheter, and prior to patient discharge, a minor effusion was discovered. A pericardial tap was performed. The patient is expected to fully recover. The device is not expected to be returned for analysis as it was disposed. It was further reported that cardiac tamponade was also observed along with the pericardial effusion.